Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor head broke while impacting the femoral component into the patient. One large piece broke off. The item was discarded by the staff before I saw it. They described it to me. Patient was fine and it did not delay the case, we had another impactor open. Was surgery delayed due to the reported event? No. Action taken when event occurred? Item was discarded and a new impactor was used. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.